Event description:
Subsequent to the initially filed MDR report, the following information was received: it was reported that this was closure of the common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, at step 3, the needles and cuffs were not engaging, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath sized remained an 8f and the pfo procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: corrected date of event from (B)(6) 2025 to (B)(6) 2025.

Event description:
It was reported that this was closure of an unspecified assess site using a prostyle device using the pre-close technique prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, the prostyle did not work during step 3, no suture plugged to the prostyle device. The suture of one new prostyle device was successfully pre-placed. The pfo procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: estimated date.